Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h3, h6 investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device found that the weld between the body of the device and the left-right fixation pins were broken, resulting in the pins detaching from the humeral stem pin punch. The broken fragments were returned for evaluation. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the humeral stem pin punch would have contribute to the complained device issue. Based on the investigation findings, the root cause is traced to design. The product issue has been addressed through j&j medtech orthopaedics quality system. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that the inhance stem punch "chopsticks" broke during use. All pieces were retrieved and there was no surgical delay.